Event description:
It was reported that an amia device experienced a max air exceeded alarm. This occurred during peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was determined that fluid was leaking near the area where the bag connected to the white line of an amia automated pd cycler set. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.